Event description:
It was reported that a leak occurred after four hours of intra-aortic balloon (iab) therapy. It was noted that the console generated a gas loss in iab circuit alarm and the sheath contained a pool of blood. The iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code:(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).